Manufacturer narrative:
One cardiomems patient electronic system power supply and one power cord were received for evaluation. Visual inspection confirmed the power supply's wires were exposed. The power cord was undamaged. Power supply was not able to power on golden i3 unit due to its condition. The reported event was confirmed.

Event description:
The patient reported that the power cord was severed, and wires were exposed. The power cord was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.